Event description:
It was reported that during equipment testing conducted at the user facility, the drill was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor assembly, which is a probable cause of the device running without activation.